Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot 0010566287 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. The inspection identified a shaft kink/twist at 2.8 approximately inches from the tip. The steering mechanism and deflection test revealed a noise heard from the handle when the knob was turned with friction. Dissection of the returned device revealed a kinked pull wire in the barrel of handle area. In conclusion, the sheath failed the returned product inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.